Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#`627487-2015-08247.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08247. The patient received two leads with the same lot number. Historical medical record review identified the patient's scs system ceased to function as desired thus increasing the patient's pain level. In addition, the patient experienced overstimulation at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2014, explanting the scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.